Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain], abdominal bloating [abdominal bloating], asthenia [asthenia], diffuse arthralgia [arthralgia], sensation of muscle stiffness [muscle stiffness], dry eyes [dry eyes], dry mouth [dry mouth], transit disorders [nervous system disorder], ischemic colitis [ischemic colitis], swelling of the fingers [swelling of fingers]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of diffuse pain, drug intolerance, overweight, wrist fracture, syncope vasovagal, gonarthrosis, arterial hypertension, fibromyalgia, miscarriage (1) and parity 5 (1997, 2000 and 2003)). Concurrent conditions were listed as lymphadenopathy, bulbitis of duodenum, gastritis, bronchial disorder, pneumonia, abdominal pain, diarrhea, ischemic colitis, ischemic colitis, covid-19, tendonitis and pain in thigh. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced abdominal pain (seriousness criterion intervention required), abdominal distension ("abdominal bloating"), asthenia ("asthenia"), arthralgia ("diffuse arthralgia "), musculoskeletal stiffness ("sensation of muscle stiffness "), dry eye (" dry eyes"), dry mouth ("dry mouth"), nervous system disorder ("transit disorders"), colitis ischaemic ("ischemic colitis") and peripheral swelling ("swelling of the fingers"). The patient was treated with laroxyl (amitriptyline hydrochloride), codeine bms enfants and perindopril (perindopril erbumine) as well as surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, asthenia, colitis ischaemic, dry eye, dry mouth, musculoskeletal stiffness, nervous system disorder and peripheral swelling to be related to essure administration. The reporter commented: since the placement of essure, the patient presented various symptoms for which she was receiving medical follow-up. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2016: no abnormalities found.; on (B)(6) 2020: confirmation of tendinitis of the gluteal muscles and calcifications at the insertion of the gluteus minimus [cardiovascular evaluation] on (B)(6) 2021: which revealed no abnormalities [computerised tomogram abdomen] on (B)(6) 2023: due to hyperthermia associated with lower back pain. The examination showed no abnormalities [magnetic resonance imaging abdominal] on (B)(6) 2024: significant thinning of the celiac trunk found. The doctor indicated that this agenesis of the celiac trunk corresponded to an anatomical variant that did not explain the symptoms and then prescribed additional examinations; on (B)(6) 2025: onfirmation of bilateral tendinopathy of the gluteus medius. The same day, x-rays of the pelvis, hips, and left shoulder performed for mechanical pain, it was showed right acromioclavicular narrowing as well as early narrowing at the coxofemoral level [spinal x-ray] in (B)(6) 2019: discopathy from l3 to l5), she consulted a physician, who suspected tendonitis of the gluteal muscles and then prescribed additional examinations as well as physical therapy sessions. [X-ray] on (B)(6) 2022: hands, wrists, shoulders, feet, and pelvis were performed, still in the context of diffuse pain. It was concluded that there was a tendinopathy in the right infraspinatus tendon and no abnormalities in the hands, wrists, feet, and pelvis.; on (B)(6) 2023: no sign of shoulder osteoarthritis, insufficient coverage of the rotator cuff (calcification). [X-ray of pelvis and hip] on (B)(6) 2024: evealing tendinobursitis of the gluteal muscles in both hips. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] , abdominal bloating [abdominal bloating] , asthenia [asthenia] , diffuse arthralgia [arthralgia] , sensation of muscle stiffness [muscle stiffness] , dry eyes [dry eyes] , dry mouth [dry mouth] , transit disorders [nervous system disorder] , ischemic colitis [ischemic colitis] , swelling of the fingers [swelling of fingers] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of diffuse pain, drug intolerance, overweight, wrist fracture, syncope vasovagal, gonarthrosis, arterial hypertension, fibromyalgia, miscarriage (1) and parity 5 (1997, 2000 and 2003)). Concurrent conditions were listed as lymphadenopathy, bulbitis of duodenum, gastritis, bronchial disorder, pneumonia, abdominal pain, diarrhea, ischemic colitis, ischemic colitis, covid-19, tendonitis and pain in thigh. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), abdominal distension ("abdominal bloating"), asthenia ("asthenia"), arthralgia ("diffuse arthralgia "), musculoskeletal stiffness ("sensation of muscle stiffness "), dry eye (" dry eyes"), dry mouth ("dry mouth"), nervous system disorder ("transit disorders"), colitis ischaemic ("ischemic colitis") and peripheral swelling ("swelling of the fingers"). The patient was treated with laroxyl (amitriptyline hydrochloride), codeine bms enfants and perindopril (perindopril erbumine) as well as surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2025. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, asthenia, colitis ischaemic, dry eye, dry mouth, musculoskeletal stiffness, nervous system disorder and peripheral swelling to be related to essure administration. The reporter commented: since the placement of essure, the patient presented various symptoms for which she was receiving medical follow-up. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2016: no abnormalities found.; on (B)(6) 2020: confirmation of tendinitis of the gluteal muscles and calcifications at the insertion of the gluteus minimus [cardiovascular evaluation] on (B)(6) 2021: which revealed no abnormalities [computerised tomogram abdomen] on (B)(6) 2023: due to hyperthermia associated with lower back pain. The examination showed no abnormalities [magnetic resonance imaging abdominal] on (B)(6) 2024: significant thinning of the celiac trunk found. The doctor indicated that this agenesis of the celiac trunk corresponded to an anatomical variant that did not explain the symptoms and then prescribed additional examinations; on (B)(6) 2025: onfirmation of bilateral tendinopathy of the gluteus medius. The same day, x-rays of the pelvis, hips, and left shoulder performed for mechanical pain; it was showed right acromioclavicular narrowing as well as early narrowing at the coxofemoral level [spinal x-ray] in (B)(6) 2019: discopathy from l3 to l5), she consulted a physician, who suspected tendonitis of the gluteal muscles and then prescribed additional examinations as well as physical therapy sessions [x-ray] on (B)(6) 2022: hands, wrists, shoulders, feet, and pelvis were performed, still in the context of diffuse pain. It was concluded that there was a tendinopathy in the right infraspinatus tendon and no abnormalities in the hands, wrists, feet, and pelvis.; on (B)(6) 2023: no sign of shoulder osteoarthritis, insufficient coverage of the rotator cuff (calcification) [x-ray of pelvis and hip] on (B)(6) 2024: evealing tendinobursitis of the gluteal muscles in both hips. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.